Event description:
(B)(4)- the dentist reported the loss of the dental implant.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send. Follow up being sent to correct the expiration date, in site d4.

Manufacturer narrative:
The information provided in this report was based on information given by the dentist in neodent¿s products warranty form that was recorded in the system that is used by both the manufacturer and the subsidiary. The original complaint and the product were received by the subsidiary and did not arrive in the manufacturer yet. When this happens, a new evaluation of the complaint will be carried out and, if necessary, a new follow-up report will be send.

Event description:
(B)(6) - the dentist reported the loss of the dental implant.